Event description:
It was reported that an ilet user experienced recurrent pump alerts, including alert 65 indicating an audio over/under current condition, after previously clearing a similar issue; the user attempted multiple restarts without resolution, blood glucose was not affected, the screen remained usable, and the device could still be operated, and a replacement was arranged with return of the original device. Symptoms included no injury and no reported hypoglycemia or hyperglycemia. Outcomes included no medical intervention, no hospitalization, and continued ability to manage glucose using the cgm app or receiver while the pump was shut down. Investigation included customer interview and device replacement logistics with return labeling provided, along with guidance to shut down the device and to perform startup on the replacement. Investigation of this case revealed that the alert recurred despite restart attempts, consistent with an internal audio subsystem current fault, and that external data transfer between devices is not supported. It was concluded that the device exhibited a malfunction of the audio hardware circuit, and a replacement device was provided while the original is pending return for evaluation.